Event description:
Boston scientific received information that the patient with this pacemaker was hospitalized secondary to knee surgery. One day after the surgery, while laying in bed, this device started pacing at the upper rate limit.

Manufacturer narrative:
The minute ventilation feature was turned off and pacing dropped to the lower rate limit. A boston scientific technical services consultant explained that any sort of equipment that measures chest impedance as a surrogate for respiration may interfere with the minute ventilation feature and cause high rate pacing. Some time later, the device was explanted for normal battery depletion and returned to boston scientific for analysis purposes. Final analysis concluded that the device had normal pace, sense and telemetry operations. Analysis of the device memory found one rate fault reset in the reset counter. No other memory anomalies were noted. There was no evidence of advisory issues identified in either the memory or operation of this device.